Manufacturer narrative:
Customer complained on (B)(6) 2021 the buttons are not responding. Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Device passed self test. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, missing display window cover and corroded battery tube. Confirmed intermittent response from all buttons due to moisture damage to keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. It was reported that up or down button may be stuck. It was reported that there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.